Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery they have noticed that the lens shown glistening. Additional information has received and it states that the patient has increased sensitivity to glare. There are two medical reports associated with this patient. This file belongs to left eye.